Manufacturer narrative:
A new pacing system was successfully implanted without incident. No other adverse events have been reported. This event will be re-opened as additional information becomes available.

Event description:
Boston scientific received information that this system was removed from service secondary to infection.